Manufacturer narrative:
During the quality investigation, the customer's complaint was verified. Further investigation revealed corrosion damage to the press plug, bearings, motor and other component parts. The mid speed motor was identified as the probable cause of the failure. The device was repaired and returned to the customer.

Event description:
A stryker core micro drill was sent in for repair because it was running on its own without activation. The event occurred during preparation for a procedure. There was no pt involvement; no adverse event was associated with the device.